Event description:
It was reported that the brake malfunctioned and the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. Inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the collet was corroded, indicating the presence of dried saline within the device. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be inserted and passed through the burr catheter and entered the advancer with no issue or irregularity; however, the wire failed to exit the advancer due to the nature of the returned collet. In order to determine the reason for the failure exit the advancer with the test wire, the advancer was dismantled and the components inside the advancer were inspected.

Event description:
It was reported that the brake malfunctioned and the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported. It was further reported that the 90% target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment (rpl). The rotapro and rotawire were removed together from the patient. Additionally, saline was used for lubrication or as the flushing fluid during the use of the rotapro.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the brake malfunctioned and the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported.

Event description:
It was reported that the brake malfunctioned and the guidewire position was lost. The target lesion was located in a severely calcified artery. A rotawire drive and a 2.0 mm rotapro were selected for use. The lesion was initially crossed with a 0.014-inch guidewire, over which a microcatheter was advanced. Following removal of the initial guidewire, the rotawire was introduced via the microcatheter. Resistance was encountered prior to reaching the lesion, but the wire was successfully advanced to the peripheral part of the lesion. Subsequently, the 2.0mm rotapro device was advanced over the rotawire toward the lesion. However, prior to reaching the intended platform position, the rotawire came out in front resulting in a lost position and moved proximally from the lesion, preventing the rotapro from reaching the planned position. The procedure was completed with another of the same device without any problems. No patient complications were reported. It was further reported that the 90% target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment (rpl). The rotapro and rotawire were removed together from the patient. Additionally, saline was used for lubrication or as the flushing fluid during the use of the rotapro.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.